Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of 200mg/dl and 25mg/dl. No quality controls were run. No adverse event reported. Customer no longer has strips; a replacement was sent.